Manufacturer narrative:
Based on the claim against the product by the customer noting the defective synchroseal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found the primary failure of tears/torn jaw cover to relate to the customer-reported complaint. A visual inspection was performed, and the instrument was found to have a torn jaw cover. The tears were observed at the distal and proximal end of the jaw cover. Multiple pieces, measuring approximately 0.203" x 0.105" and 0.190" x 0.101" in size, were not returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was returned with the energy cord cut. As a result, an energy delivery test was unable to be performed. No failures were observed during the log review. An additional observation not reported by the site was also observed. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The complaint regarding a broken seal was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the tear is attributed to the mishandling/misuse. The probable root cause of the thermal damage is attributed to a component failure. This complaint remains a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that could result in a fragment falling inside the patient was attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer noted a broken cover seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.